Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It is reported by the surgeon of the hospital, that the implant off the left femur broke. Since the middle of (B)(6) the patient complained about pain.

Manufacturer narrative:
Evaluation revealed the received trochanteric nail kit, ti gamma3® ø11x200mm x 125° to be the primary product. No further associated products were reported. Deficiency in material or manufacturing was not found. Dimensional examination revealed no deviations in the relevant undamaged areas. The affected item was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a (B)(6) male patient had been treated with a trochanteric nail gamma3 and a cerclage on (B)(6) 2015 due to an alleged per and sub-trochanteric fracture of the left femur. On (B)(6) 2015 the nail was revised due to breakage. The received nail was completely broken in the webs of the proximal drill hole for the lag screw. According to the damage and the evidences of the breakage surfaces the nail broke initially in a fatigue manner after an implantation period of approximately 3 to 4 months. Massive mechanical damage (significant drill marks) at the lateral edge as well as scuffed off coating inside the proximal drill hole of the posterior web - had been caused by the contact with a deviated step drill. Such damage may cause additional notch effects. In this case the drill marks had initially reached into the level of the incipient crack in the posterior web, creating the starting point of the nail breakage. The features of the breakage surfaces indicated that the breakage started at the lateral edge of the posterior web. In the following the fracture was running through the cross sections, then progressed by increasing tensional and torsional stresses through the posterior web from lateral to medial and finally ended in a residual fracture at medial. The breakage of the anterior web followed most likely with delay in a much quicker way with increased tensional and torsional load. Significant bearing points at the inferior edge of the proximal drill hole at medial as well as at the superior edge at lateral were found - transmitted by the lag screw. The appearance identified high axial load application to the implants. High axial load may have contributed to the progress of the incipient crack at lateral. The nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. In this case a highly unstable multifragmentary fracture of the proximal femur without any sufficient bone contact / support had been diagnosed by a hcp. Nearly all loads and the resulting bending moments are transmitted by the implants. The op tech furthermore advises that for fractures with poor bone contact due to comminution, partial weight-bearing walking is allowed for the first 6 to 8 weeks. Full weight bearing walking can be commenced when there is a bridging callus formed as evident on the follow up x-ray. A clinical statement of a similar case furthermore stated the following: to the clinical outcome, it is of great importance that postoperative weight bearing is adapted to fracture stability. Patients with stable pertrochanteric fractures (ao-classification: 31 a1) and normal body weight may be mobilized with full weight bearing immediately after the surgical procedure. On the other side, in patients with unstable pertrochanteric fractures (ao classification 31 a2 and 31 a3) partial weight bearing is required. Depending on the individual follow up, the time in which partial bearing is required can last 6 to 9 months, in special cases beyond that. Based on the above the nail breakage was not linked to a deficiency of the device, but was rather patient related (early overloading in conjunction with a highly unstable multifragmentary fracture of the proximal femur without any sufficient bone contact / support) contributed by an intra-operative damage of the nail by a deviated lag screw step drill, which most likely had created the starting point of the fracture (notching effect). Intra-operative implant damage and postoperative loads are listed as adverse effects in the IFU. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the surgeon of the hospital, that the implant off the left femur broke. Since the middle of (B)(6), the patient complained about pain.